Manufacturer narrative:
The customer reported that there was an alarm situation in which a patient went into asystole for 4 seconds without an audible alarm. This occurred in the gz tele system. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Additional model information: concomitant medical device: the following device was used in conjunction with the cns: gz transmitter: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The biomedical engineer (bme) reported that there was no audible alarm at the central nurse's station (cns) for a patient that went into aystole for 4 seconds.

Manufacturer narrative:
Details of complaint:the biomedical engineer (bme) reported there were no audible alarms at the central nurse's station (cns) for a patient that went into asystole for 4 seconds. The patient was on a gz transmitter. No patient harm was reported.investigation summary: further information was not provided. Alarm indicators on the cns include visual light indicators, an on-screen message, and an audible alarm. The audible alarm is dependent on correct alarm sound level settings and correct hardware set up. The device was installed on (B)(6) 2018. Prior to the event on 3/22/2021, the device had no history of audible alarm issues. After the event, the customer continued to use the device with no further audible alarm incidents. Although there is insufficient information to determine the root cause, there is no indication that the cns experienced a malfunction. A service history for this cns shows this is an isolated incident and there was no recurrence history for this device.

Event description:
The biomedical engineer (bme) reported there were no audible alarms at the central nurse's station (cns) for a patient that went into asystole for 4 seconds.